Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had an osteonics stem implanted along time back, had an acetabular revision (depuy). Depuy acetabulum was revised to a zbo, but patient kept dislocating. A triflange (zbo) component was then implanted. Patient dislocated again. A constrained liner was inserted in another revision, and this time the head pulled out of the constrained liner. A new m taper head was inserted into a depuy bipolar that went into a competitor liner.